Manufacturer narrative:
Device has not been returned for investigation. If device is returned we will conduct an investigation.

Event description:
It was reported that the patient noticed burning/redness after removing the device on (B)(6) 2024. Phone call was made to patient on (B)(6) 2024. Patient stated that for about 4 days she would notice it would get warm on her neck and she would push unit back. Patient stated she then noticed neck feeling itchy and tight. Patient stated at that time her husband looked at it and told her there was a burn on her neck. Patient reported peeling in 1" x 2" strips for two weeks. Patient stated she called the prescribing physician and was told to discontinue use. Patient expressed concern over possible long-term effects. Patient has not returned device at this time.